Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia, lost consciousness and hit her head. The cgm was reading 4.0 mmol/l and the blood glucose reading was 1.1 mmol/l. The patient´s partner treated the patient with glucagon and called an ambulance. The paramedics arrived and treated the patient with 500ml of glucose. The patient regained consciousness and recovered. At the time of the report on (B)(6) 2022, the patient was taking naproxen due to the sustained contusions and was feeling pain. At the time of the follow up contact on (B)(6) 2022, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.